Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage appears to be related to procedural conditions, as the groin access site was reported to be difficult, and while it could not be confirmed if the use of the sgc contributed to the access site bleeding, it is suspected the artery was accidentally punctured during an attempt to access the vein, causing the bleeding post procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report the groin bleed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. 2 clips were implanted successfully reducing the mr to less than 1. Several hour's post-procedure heavy bleeding was observed at the groin which required surgery for treatment. It was stated that the artery may have been punctured by accident in one of the attempts to access the vein. It cannot be confirmed as to whether the use of the steerable guide catheter (sgc) exacerbated the bleeding; however, there was no resistance felt during advancement or retraction of the sgc from the anatomy. The patient was reported to be stable post procedure. No additional information was provided.